Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the husband reporting that he dropped his wife to hospital this morning because she has been high all night and could not have her blood glucose under control. He did not have much details because he was concerned about uploading the pump as per health care provider recommendation to review pump info and adv accordingly, however he did not have the pump with him. -customer had high blood glucose levels of 22.0 mmol/l. - caller was under the impression he could upload without having he pump with him. - advised and encourage to reconnect with us when he can, so he could report the incident. He understood and said he will. Unable to obtain details on all component in use when this happened.